Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot number rgmekh/fz318h and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m.

Event description:
It was reported that the patient underwent a closure of the laparostomy on (B)(6) 2021 after bricker made at the end of september for ileocecal resection and ileocolostomy and the suture was used. At the time of closure of the laparostomy, the needle pulled off and the suture was re-do with other suture. There were no patient consequences reported.